Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted with an unknown zimmer hip component on the left side in (B)(6) 2013. The patient was revised in (B)(6) 2014, due to unknown reasons. Since the exact implantation and revision date was not reported, it was entered as the first day of the month reported ((B)(6) 2013 and (B)(6) 2014).